Event description:
It was reported that the user experienced multiple hypoglycemia events, including a recurrent overnight low after a prior high glucose and a subsequent daytime low following a lunch announcement and prior correction doses; the user treated one low with approximately 58 grams of carbohydrate using a shared-size candy bar and did not experience a rebound high. Symptoms included low blood glucose and urgent low/low-soon alerts. Outcomes included the need for oral glucose treatment and user-provided carbohydrate intake to correct hypoglycemia. Investigation included troubleshooting and user education regarding meal announcements, correction timing, and hypoglycemia treatment. Investigation of this case revealed that the cause of hypoglycemia remained unclear, with contributing factors possibly including meal variability, timing of insulin relative to intake, and potential overcorrection, while no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.